Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the atrial lead had noise, high threshold, decreasing impedance, and insulation damage. The right ventricular (rv) lead was oversensing and had failure of ventricular outputs. The patient underwent revision surgery and the leads remain in use. No patient complications have been reported as a result of this event.